Event description:
It was reported that during a ventricular tachycardia procedure, the hospital staff observed a map shift occurrence of approximately 5mm during a previous case. The carto 3 system didn't show any error warnings prior to the noticed shift. It was not noticed during rf ablation. The acl function was turned on while use. No cardioversion was performed and the case was finished without any problems.

Manufacturer narrative:
(B)(4). It was reported that during a ventricular tachycardia procedure, the hospital staff observed a map shift occurrence of approximately 5mm during a previous case. The carto 3 system didn't show any error warnings prior to the noticed shift. It was not noticed during rf ablation. The acl function was turned on while use. No cardioversion was performed and the case was finished without any problems. The fse went to the hospital and it was found that the user has not followed the sid values and that caused the map shift. The fse explained the staff personnel about the proper settings of the sid values and the issue was not observed in the following cases performed. The DHR associated with carto 3 (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).